Manufacturer narrative:
-Complaint is not confirmed. -one unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. -the returned device was visually inspected, and no problems were noted with the device. -the returned device was assembled with an ar-6410 lot# 73988853, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 21 minutes with no issues. When the run button was pressed again to end the run, the pump did not continue to run. No problem found., -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. -no problem found. -refer to investigation photos.

Event description:
On 05/03/2024, it was reported by a sales representative via sems(B)(4) that an ar-6480 dw pump was still going even when it shouldn't be running. This was discovered during use with no patient harm. Additional information was requested on 05/06/2024.